Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: the pump powered up with an unresponsive keypad; all of the buttons on the keypad were unresponsive. The keypad rubber was not damaged. The keypad was removed and there was no contamination or damage found to the button contacts. It was also observed that the audio bolus button cover and the slug contacts were detached and missing from the pump. Further inspection revealed a stuck bolus button which prevented the keypad buttons from responding. After releasing the audio bolus button contact, all the keypad buttons responded properly. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the keypad flex/connector. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.